Event description:
As reported by the user facility: reported "free flow" of a pump on (B)(6) 2011, at around 8:45 p. There was a primary and secondary bag. The pump (sn (B)(4)) that was in the biomed shop did not have any activity on this date and the tubing was dated (B)(6) 2011. So they requested the other pump (sn (B)(4)) be pulled from that pt today. This log did have a primary and piggyback infusing around that time.

Manufacturer narrative:
(B)(4). B. Braun medical inc., is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report# (B)(4). The actual pump has not yet been returned for eval. Multiple follow ups have been made with the facility to obtain the pump for investigation, but have been unsuccessful. As a result, the MFR's investigation into this reported event is ongoing. A follow up report will be filed if the pump is returned or if add'l pertinent info becomes available based on the ongoing investigation. The software version on this pump is g03.